Manufacturer narrative:
(B)(4). Was the device stuck on tissue? No, device never went into the patient. Which firing of the device did this event occur on? First, clearing first clip. What vessel or structure was the device fired on at the time of the event? Na. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Trigger was sticking. Were any unexpected noises heard? Na. If so, when? Na. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Fired out of the patient. The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device misfired. There were no patient consequences. Unknown how case was completed.